Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a faulty drawer board in drawer 6.2 caused the medstation to not power on. The field service engineer isolated the auxiliary unit, tower, controller boards, and pyxis bus module control board, identified the failed drawer board, replaced it, and verified successful operation through hardware diagnostics and application launch. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not turning on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.